Manufacturer narrative:
This report was inadvertently submitted. It was determined that the 0x55 (high impedance) error observed in the log was not part of the customer's complaint and occurred during testing when the device was at zoll for a previous customer complaint submitted on MDR number 2112020-2021-00659. This claim has been closed unsubstatiated. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.